Event description:
On (B)(6) 2013, the lay user/patient's daughter (reporter) contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the apply sample indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 at 7am. In addition to oral medication (type and dose unspecified), the reporter stated, the patient also manages her diabetes with diet and/or exercise; however, the reporter denied the patient to any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of cold sweat and nausea five hour later; however, the reported denied the patient received any form of medical intervention after the alleged meter issue occurred. At the time of troubleshooting, the csr verified the patient was using the correct test strips and the proper testing technique, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. The meter involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have spc pin 3 lifted high and spc pins 1 and 2 dirty. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.